Event description:
The port was cracked. Air is able to enter the line and cause bubbles.what was the original intended procedure?IV connection.device #1is this a laboratory device or laboratory test?no.